Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty at t9. During the procedure, "the ibt was difficult to get down the trocar". After the ibt was finally able to advance into the vertebral body, the balloon ruptured during inflation. Another ibt was used to complete the case. No fragment of the balloon was left in the patient and no patient injury was reported.